Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 18. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.